Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had contacted the sjm representative due to hospitalization after the implant of the scs system. The patient reported she had pulmonary symptoms postoperative and had been given a tracheostomy. It was reported the patient had respiratory distress due to the anesthesia postoperative. It was reported the patient had received a halo for the cervical placement of the lead which may have caused a positional issue. The patient was placed in a long term facility for recovery, and has since been released and is at home. It was reported the patient was currently stable, and was receiving effective stimulation.